Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification consistent with the field advisory for this device. No patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Patient information is not generally available due to confidentiality concerns. All information provided is included in this report. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. The cause of death has been requested but has not been received.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event. Additional information received reported the patient had died in 2005. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related. The device was reported to have been sitting for an unknown length of time after explant prior to being returned for analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Patient information is not generally available due to confidentiality concerns. All information provided is included in this report. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires.